Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
During ventilation it was reported that the pt saturation decreased. The situation was solved by change of ventilator.